Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2017-03853. It was reported during the scs system implant procedure the physician was unable to advance the first lead to the intended place. The patient experienced extreme pain. Subsequently the physician abandoned the case.